Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. The customer experienced moderate ketones and a blood glucose (bg) level reported as "high" on the continuous glucose monitor; although specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Reportedly, the pump was reset, and the customer continued to use pump for insulin therapy.